Manufacturer narrative:
(B)(4). Batch # n9376p. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the device tissue pad got separated in the procedure. It fell into the patient and was removed during surgery. New probe did not performed more than 7-8 mins. There was no patient consequence.